Event description:
The customer reported, a hole in both the inner and outer pouch of the accusol product found before use. No sign of leakage during transport from warehouse. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. As a sample was not available for analysis, the reported hole in the solution bag could not confirmed and no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. We will continue to monitor our complaint reports for similar issues. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).